Event description:
The home patient (hp) contacted baxter's technical service center regarding a check your position alarm which occurred on the homechoice during use during fill 1. The hp stated that there was air in the patient line. The hp would start over with new supplies. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that the patient had contacted her about the event, but neither the patient nor herself knew what had caused the incident. No allegations were made against any of baxter's products, and there were no adverse effects reported in relation to this event. The patient's therapy has been going well since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.